Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A user facility reporting form was received from a risk manager reporting at one week post lasik procedure visit, an incorrect axis entry error was identified for the right eye. Patient received a secondary enhancement procedure to correct the axis position and is reported as doing well.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfile review shows that the entered axis value of reported treatment is 65° not 105°. Logfile review could confirm that the wrong data was entered by the user. No further abnormalities or deviations can be detected. The root cause can be determined conclusively as user error. During entry of the treatment data the wrong data was entered and manually confirmed. (B)(4)